Manufacturer narrative:
Note: this supplement report is being submitted following FDA notification of a missing report. The initial supplement report, submitted on february 13 2017, was inadvertently labeled with an incorrect report number "year" (i.e. 3002769706-2017-00536), and was therefore not linked appropriately to the initial report. The report number should have been 3002769706-2016-00536. A biomérieux investigation was conducted for false negative streptococcus agalactiae b results associated with granada agar tm. The granada agar batch was not available for testing as it was expired when the complaint was received. A review of the manufacturing batch records and quality records did not show any issues associated with the batch of granada agar. Different streptococcus agalactiae strains were tested on granada agar batches at different time points (after manufacturing, middle expiration , expiration date and after expiration). Strain growth as well as the orange pigment was observed in all cases. The customer strain was received and identified by vitek® as enterococcus faecalis, and tested on the granada plates. The result was good growth with colorless colonies as expected. The investigation concluded that the issue is related to the strain and not the granada agar batch.

Event description:
A customer in (B)(6) notified biomérieux of false negative results associated with granada agar involving external quality control sample cqe 5002 . The customer reported the results of streptococcus agalactiae b were negative but the expected result as positive. The customer did not inoculate cos agar and did not use todd hewitt enrichment broth, but tested an atcc strain at the beginning of each batch. An internal biomérieux investigation will be initiated.